Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Patient knee was revised due to infection. Logs were uploaded to : (B)(4). Pr was generated for (B)(4).